Event description:
The patient reported experiencing elevated blood glucose while wearing a pod on the hip/buttocks for between 37 to 48 hours. According to the patient, blood glucose rose to 25 mmol/l (450 mg/dl), leading to symptoms including nausea, vomiting, minor chest discomfort, and eventual hospitalization. Backup meter testing confirmed the elevated level. The patient sought medical attention on (B)(6) 2026 and arrived at the hospital while still wearing the pod. During treatment, hospital staff removed the pod, at which time the patient and a diabetes educator observed a kink in the cannula. Hospital staff diagnosed diabetic ketoacidosis (dka). Treatment included fluids, potassium, magnesium, insulin administration, and anti-nausea medication. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.